Event description:
It was reported that when the asymptomatic patient presented for device change-out for normal eri, externalized conductors were observed on the rv lead. The electrical function of the lead was tested and no anomalies were detected. The lead remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.